Manufacturer narrative:
The device was returned to the manufacturer and it was received on 07 jan 2020. After decontamination, a visual inspection of the valve was performed according to the procedure at the time of manufacture and release. The results confirmed the absence of pre-existing defects according to the specifications. The replication of collapsing phases, performed using the returned valve pvs 21/s and a demo accessory kit, was completed with good results without highlighting particular difficulties in the procedure. During the valve deployment simulation, no problems were encountered. The valve positioning and sealing at the annulus level were guaranteed, and it remained fixed within the annulus without observing significant anomalies nor at the annulus level neither on the structures in the outflow side. The static leak test performed showed no paravalvular leaks, and the water level remained stable under the leaflets' free edge. Based on the performed analyses, the reported event cannot be explained by any factor intrinsic in the involved device. Since based on the investigation performed it was not possible to replicate the reported complaint, the root cause of the event is 'no problem detected'.

Event description:
On (B)(6) 2019, a perceval pvs21 implant attempt occurred. No concomitant procedures occurred. The valve was reportedly well seated before closing the aorta. After weaning from bypass, a major perivalvular leak was observed. The aorta was consequently re-opened and it was noticed that the proximal part of the perceval stent (outflow) was folded at the right coronary cusp. The annulus still had a perfect circular shape. The patient had a hypertrophic septum. No bulky calcium was present. The pvs21 was removed and replaced with an edwards 21mm. The patient remained stable throughout the procedure, with a good outcome after surgery.

Manufacturer narrative:
Fields changed: b4, b5, g4, g7, h1, h2, h6. The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release.

Event description:
On (B)(6) 2019, a perceval pvs21 implant attempt occurred. The valve was reportedly well seated before closing the aorta. After weaning from bypass, a major perivalvular leak was observed. The aorta was consequently re-opened and it was noticed that the proximal part of the perceval stent (outflow) was folded at the right coronary cusp. The annulus still had a perfect circular shape. The patient had a hypertrophic septum. No bulky calcium was present. The pvs21 was removed and replaced with an edwards 21mm. The patient remained stable throughout the procedure, with a good outcome after surgery. Additional information received confirmed that no myectomy was performed after the explant of the pvs21 and before the implant of the edwards valve. There were no concomitant procedures performed.

Manufacturer narrative:
Despite the device was initially marked as available for return, it is yet to be received. As such, no device investigation has been yet possible. Based on the available infomation, the root cause cannot be definitively stated. It is possible that the patient anatomy (i.e. Hypertrophic septum) contributed to the reported event. However, since no device investigation was possible, this cannot be ultimately confirmed. Should the device be received in the future, proper investigative actions will be taken and an update report will be submitted.

Event description:
On (B)(6) 2019, a percival pvs21 implant attempt occurred. The valve was reportedly well seated before closing the aorta. After weaning from bypass, a major perivalvular leak was observed. The aorta was consequently re-opened and it was noticed that the proximal part of the percival stent (outflow) was folded at the right coronary cusp. The annulus still had a perfect circular shape. The patient had a hypertrophic septum. No bulky calcium was present. The pvs21 was removed and replaced with an edwards 21mm. The patient remained stable throughout the procedure, with a good outcome after surgery.